Event description:
It was reported by a customer on (B)(6) 2011 at the beginning of the procedure errors 330 and 652 occurred from the laser system. Per the customer, the errors 330 and 652 would not clear and the procedure was aborted. No patient injury was reported. The customer confirmed the water was full in the laser and the chiller fan was coming on. Per the customer, the laser was shut off/on but was unable to clear errors 330 and 652.